Event description:
It was reported that an asymptomatic patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient stable during and post procedure.